Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive unusual and/or awkward movement and/or activity." Discarded.

Event description:
It was reported patient underwent an initial right hip arthroplasty with competitor products on an unknown date. Patient underwent a revision procedure on (B)(6) 2015 due to unknown reasons where zimmer biomet products were implanted. Subsequently, patient was further revised on (B)(6) 2016 due to the bolt disassociating from the claw.